Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: unknown. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that surgeon had a successful registration resulting in a score of 1.1. Landmarks were confirmed at beginning of case by touching points on the patient's anatomy to confirm accuracy of the navigation. During the procedure, the surgeon attempted to open an air cell (in the sinuses) and was presented with orbital fat. The surgeon referred to the navigation screen to confirm accuracy and noticed the system was off +/- 6 millimeters (mm). The suspected cause was noted to be that the patient tracker moved during the case and the surgeon didn't notice this to be the case, but acknowledged it could be possible. There was a less than one hour surgical delay. After the surgeon realized they had dissected past the lamina and experienced bleeding, they then performed a lateral canthotomy on the patient. Patient alive. No further information available.

Manufacturer narrative:
H3) the representative noted that the camera was replaced to resolve the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The doctor was able to finish the case. They called ophthalmics down and to check the patient out and everything was good. They used the same navigation system for the next case and everything worked perfectly. This was an isolated incident.

Manufacturer narrative:
Software version is updated to 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the software analysis was completed. Logs captured there 2 sessions on the date of issue, the site performed many registration attempts. The last registration was performed with an error metric of 0.9mm. It was suspected that frame movement might have caused the reported behavior. Apart from that the information provided, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.